Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was high pacing thresholds in several different positions. After the 7th deployment, the ipg was removed and a transvenous ipg system was implanted. No patient complications have been reported as a result of this event.